Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: was the fixation tab intact when the suture was placed in the patient? The fixation tab was only 1/2 the usual width. Did the barbs fail to engage in the tissue? The tab pulled through the tissue before barbs were engaged. Was the suture intact and pulled through the tissue? Yes. The unrecognized lot number in ip: remke is missing numbers please verify the correct lot number is remkeh. Investigation summary: the product was returned for evaluation. Visual analysis of the returned product revealed that one opened sample product code sxpp1a400 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition the fixation tab was observed to have one side broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent a c-section on (B)(6) and barbed suture was used. During the procedure, it was reported that the tab pulled through the tissue. It looked half as wide as it should. A new device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.